Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73d1900401 was manufactured on 04/15/2019 a total of (B)(4) pieces. Lot was released on 04/24/2019. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73b2000301, the samples were functionally inspected, and during the test issue reported "broken parts" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that while using weck endoscopic clip applier to load weck hol clip, upon engaging the applier onto the clip, the clip broke in half at the hinge point. The product was not kept but I asked for and received representative product from the shelf. This same occurrence happened twice in same day and with two different or nurses. This occurred prior to use on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using weck endoscopic clip applier to load weck hol clip, upon engaging the applier onto the clip, the clip broke in half at the hinge point. The product was not kept but I asked for and received representative product from the shelf. This same occurrence happened twice in same day and with two different operating room nurses. This occurred prior to use on the patient.